Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c156ee, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: etlw1616c156ee, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for a chevar (aaa 63mm) endovascular procedure. It was reported during the index procedure that there was continuous blood loss (approx 2litres) from the sheath for which the patient received 4 transfusions. It was reported during the index procedure after luxation of the right renal stent, it took 4 hours to recanalise the right renal with extensive manipulation in the atherosclerotic aorta arch leading to massive emboli. Micro embolisms were reported in multiple organs and the patient developed renal failure. The patient was treated with dialysis and medication, however, the patient expired from multi-organ failure 2 days later. The investigator assessed the blood loss and renal failure as related to the procedure. The multi-organ failure has been assessed as possibly related to the procedure, but not related to the endurant device. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information received; the sheath used during the procedure was confirmed as a sentrant sheath. The blood loss was assessed by both the investigator and sponsor as having a causal relationship to the endurant device and procedure. The sponsor has assessed the renal failure as not related to the endurant device and having a causal procedural relationship. It was reported that a CT abdomen taken one day post the index procedure confirmed multiple organ failure due to mico embolism. As per the investigator the micro emoblism was assessed as not related to the endurant device, probable related to the intervention and as having a causal relationship to the renal stent. As per the sponsor the micro embolism was assessed as not related to endurant device, having a causal relationship to the intervention and as having a causal relationship to renal stent. If information is provided in the future, a supplemental report will be issued.